Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12233. It was reported the patient was not receiving effective stimulation coverage. The sjm representative unable to provide effective coverage with reprogramming. The patient has two extensions with different lot numbers. Both extensions are being reported.